Manufacturer narrative:
During preventative maintenance (pm) performed at zoll, the autopulse platform (s/n (B)(4)) failed the load cell characterization test. The root cause of the noted failure was a defective load cell, likely due to a defective component or mishandling such as a drop. Visual inspection of the autopulse platform was performed, and no physical damage was observed. During functional testing, the autopulse platform failed the load cell characterization test due to the defective (over-reporting) load cell 1. The load cell needs to be replaced to address the noted failure. Awaiting the customer's approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for autopulse platform with serial (B)(4).

Event description:
During preventive maintenance (pm) performed at zoll, the autopulse platform (s/n (B)(4)) failed the load cell characterization test. No patient involvement.